Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the batteries of cardiosave intra-aortic balloon pump (iabp) were is not functioning. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d1 (brand name), h6 (medical device ¿ problem code) a getinge field service engineer (fse) found that the console was not fully engaged into the cart, preventing the batteries from charging even though the unit was connected to ac power. This caused the batteries to discharge. The fse explained the issue to the biomed so they could educate end users. No problem was found with the system. The batteries began charging once the console was properly seated in the cart. The unit was returned to biomed and cleared for clinical use. There was no patient involvement.